Event description:
Had a medtronic nerve stimulator placed on (B)(6) 2014. The next day developed paresis, severe pain and caudal syndrome. Emergency room visit revealed a large epidural hematoma. Had emergency surgery with almost full leg strength returning.